Event description:
Filled the devilbiss ifill tank with oxygen this morning before going to restaurant. Around 20-25 mins at restaurant, my father states he feels funny in his head. He looks a little white in the face. I check his portable oxygen tank and no oxygen is coming out now; something with the tank is malfunctioning. Just recently got this tank also to replace another that malfunctioned and now this one. I checked the batteries and even replaced them with new ones but no oxygen would come out. I even changed the oxygen tube cannula, still no oxygen came out. I stated to my father that we have to leave the restaurant immediately. I was concerned that if I drive home, my father could go unconscious before we arrive home so I proceeded to the hospital (B)(6) immediately since this was the 4th day my father was taking levaquin 750 mgta as prescribed by his physician for his pneumonia as he diagnosed. I got 2 blocks away from (B)(6) hospital and my father went unconscious - for about 8 mins before the emergency room got a heart beat, pulse back and had him back on oxygen. The emergency room personnel cut the strap on the oxygen tank and could see that the dial indicator showed 3/4 of the way full of oxygen, but I repeated to everyone there that the portable ifill pulse oxygen tank malfunctioned while we were eating at the restaurant and no oxygen was coming out. Eventually my father had a catheterization of his heart, but the cardiologist stated to my sister myself that his plumbing is good, even though 2 stents were in place. He then went to the ICU area. Damage was caused to his brain and the medical personnel by all they did and didn't do eventually caused his death. Dates of use: start (B)(6) 2010. Reason for use: pneumonia.